Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the revision carried out on apr/28/2022 for lot number 9550674. Non-conformances were found with number nr-0166746 related to device malfunction. Reason for device explant and/or reoperation: deflation. FDA correction/ removal reporting no. 3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent breast augmentation revision surgery with two 275cc mentor smooth round moderate plus profile saline breast implants experienced bilateral deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.